Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juev1827 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when doing a dressing change and removing the statlock, the plastic wings detached from the statlock adhesive almost pulling the PICC out of the patient. Additional information received 02/01/2021: does the patient have an infectious disease? Unknown, my department did not take note of the particular patients this is happening to. We assume it is the product. I will say that a contributing factor, in hindsight, may be using sensicare adhesive release spray to remove dressings. Perhaps it is removing the adhesive under the plastic wings.